Event description:
It was reported that the patient had a decrease in therapeutic effect, a catheter break was found and a catheter revision performed. The patient visited the emergency room indicating that the chronic back pain returned and was severe as if the pump had stopped working. Patient did not hear any alarm, and was due for a refill approx 1.5 weeks from the emergency room visit. The patient was admitted to the hospital with increased pain, the pump was interrogated and logs were checked, with no anomalies found. The dye study conducted returned no cerebral spinal fluid and found the catheter appeared severed at vertebral entry site. It was thought the patient may have severed the catheter while doing bumper cars on (B)(6) 2012, as the increase in pain started on (B)(6) 2012 and started noticing increased pain on (B)(6). A catheter revision was done on (B)(6) 2012. The spinal portion of the catheter could not be removed and remained in the intrathecal space after it was replaced. The portion of catheter that was explanted was to be returned for analysis. The medication in the pump was compounded morphine. Additional information was requested, however was not yet received.

Manufacturer narrative:
(B)(4). Analysis of the distal end of segment 2 show it to be somewhat jagged indicating it is more likely of a result of a break. Also the circular shape of the lumen on the distal end of segment 2 is slightly off which indicates the catheter was compressed. This analysis also found catheter body broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).